Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for output circuit damage was observed. Trend showed an impedance measurement of 0 ohms. It was also reported that the patient was welding on the day the alert appeared. The patient will be monitored.